Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
The laser fiber had broken inside the scope, 3cm from the distal end. The broken fiber tip was in the kidney, and was removed without any complication or damage to the patient.